Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the 1.6mm drill bit was returned stuck inside one of the holes of the drill guide 9mm of the dynanite¿ nitinol staple implant system, 9w x 10l. Functional testing revealed that the drill bit could not be removed from the drill guide. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
It was reported that during an akin technology surgery with dynanite staples the drill bit welded itself to the drill guide during drilling. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.